Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the unexpected receiver shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the unexpected receiver shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver case was opened, the internal inspection failed with a dead battery that would not charge. The battery was replaced with a known good battery and the receiver turned on. The receiver log was downloaded, rtt loss was found within the investigation window. Functional testing was unable to be performed due to power issues. The battery ics were inspected and the inspection passed. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective battery.